Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a pacing problem, in association with the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event. The device was attempted to be reprogrammed to a non-susceptible pacing mode, however the patient was symptomatic, so the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.